Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3 repeatedly fails. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 03 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was failing repeatedly. A field service engineer found that the full height drawer latch sensor was not sitting properly in the mount, replaced the mount with latch sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.